Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Here were multiple bends throughout the sheath and there was a kink located 19.75¿ proximal to the distal tip. The sheath distal tip had been split. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blook leak was noted from the puncture point. The sheath was exchanged, and the procedure was completed with no adverse patient health consequences.